Event description:
The customer reported approximately 1 ml of blue fluid leaked from the rinse block of the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer stated that a mode to mode quality control (qc) check was performed when the leak was discovered. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and confirmed a leak from the rinse block. The fse adjusted the probe rinse block to resolve the leak and performed a mode to mode calibration to improve the quality control (qc) results between both modes. Results: failure mode of the event is attributed to the probe rinse block which needed to be adjusted. (B)(4).